Event description:
The consumer reported receiving cuts from the edge of the heating pad as well as a burn from the pad itself. She did not seek medical attention for her injury. Burns of this nature are caused by the consumer laying or leaning against the heating pad which is contrary to proper use instruction.